Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 31july2023 anika received a medwatch report (mw5120205) from the FDA. It was reported in the medwatch report that the patient deceased on an unspecified date. Monovisc was listed as the device on the medwatch report. It is unknown when the patient was treated prior to the patient's death. There is no contact information on the report and there is no specific allegation that the monovisc device was attributed to the patient's death. The part number, lot number was not reported.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of additional information or upon completion of the investigation by the manufacturing plant. Supplemental information: the reported event could not be confirmed due to insufficient information being reported. The lot number was not provided, therefore a review of the batch record could not be performed. There was no allegation that a malfunction was the cause of the patient's death. A supplemental report will be submitted upon receipt of new and relevant information.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of additional information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 31july2023 anika received a medwatch report (mw5120205) from the FDA. It was reported in the medwatch report that the patient deceased on an unspecified date. Monovisc was listed as the device on the medwatch report. It is unknown when the patient was treated prior to the patient's death. There is no contact information on the report and there is no specific allegation that the monovisc device was attributed to the patient's death. The part number, lot number was not reported.